Event description:
During minimally-invasive surgery the surgical display switched to standby and could not be reactivated immediately. Because the backup screen was not available (the screen was positioned behind the surgeon) the surgeon decided to switch from laparoscopy to open surgery. There was no malfunction in the display. The patient recovered well after the surgery.